Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicated that the tube was replaced with another of the same reference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff inflation/deflation issue. The customer indicated that there was a leak during the patient's ventilation and it was identified that the balloon was broken. Additional information provided indicated that the tube was replaced with another of the same reference. It was reported that the sample was discarded by the client.